Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Correcting the MFR report number due to a typo. This was originally submitted as 9610905-2018-02018 on 05/29/2018. This was originally corrected with 9610905-2018-00073-1 on 05/30/2018.

Event description:
It was reported that screws became loose. The screws were removed.